Event description:
Four months following cypher stent implant, the pt returns with complaints of angina. Coronary angiography revealed 90% stenosis in the mid section of the cypher stent placed in the proximal left circumflex artery (prox lcx). Treatment was completed the following day with a kissing balloon technique. A 3.5 mm balloon was placed in the prox lcx and a 3.0mm balloon was placed in the left anterior descending artery (lad). (Inflation/pressure/MFR unknown). Residual stenosis was 0%. Per the procedural physician, the event is related to the pt's insulin medication - not the cypher.